Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly the customer is using fiasp insulin, and using cold insulin. Tandem clinical support informed customer that using fiasp insulin, and using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 200-225 mg/dl.